Manufacturer narrative:
Investigation: the patient is a 56 year old female with signs and symptoms of acute encephalopathy. On (B)(6) 2024, a positive blood culture sample was tested on the biofire bcid2 panel. The biofire bcid2 panel reported staphylococcus spp. As detected. On (B)(6) 2024, a positive blood culture sample was repeated on the biofire bcid2 panel. The biofire bcid2 panel reported s. Aureus, and staphylococcus spp. As detected. Gram positive clusters were observed on gram stain and methicillin-sensitive s. Aureus (mssa) was recovered from culture. The customer reported that due to the biofire bcid2 panel result, the patient may have had a delay in treatment. No serious injury or death was reported. Quality control (qc) records for pouch lot# 32kn23 (kit lot# 2635923) were reviewed. This pouch lot passed qc criteria and was found within specifications. The filmarray instrument (serial number# (B)(6) was working within designed specifications. Conclusion: the investigation concluded that the most likely cause for the false negative s. Aureus result on the biofire bcid2 panel was a pouch anomaly. Biofire is continuously monitoring the manufacturing process and has controls in place to ensure the product is manufactured to the highest quality. Each biofire reagent lot is qualified prior to product release; this qualification includes a high statistical-confidence sampling to confirm that the kit components released for customer use are conforming. All qc metrics for the pouch lot and instrument were met, and they passed qc. Review of the associated instrument showed the instrument was performing within specification and was not expected to have contributed to the discrepancies observed by the customer. (B)(4). These rates are within biofire system specifications. According to table 29. Biofire bcid2 panel clinical performance summary, staphylococcus spp. Of the biofire bcid2 panel instructions for use (www.online-IFU.com/iti0048), the performance claim for the s. Aureus assay compared to standard manual and automated microbiological/biochemical identification methods showed an overall sensitivity of 100% (95% ci 97.6-100%) and an overall specificity of 99.9% (95% ci 99.5-100%). S. Aureus was detected in both false positive specimens using an additional molecular method.

Event description:
Summary: erlanger medical center (chattanooga, tn) reported a potential false negative methicillin-sensitive staphylococcus aureus (mssa) result on the biofire blood culture identification 2 (bcid2) panel after testing a patient blood culture sample. Due to the biofire bcid2 panel result, there may have been a delay in treatment. The investigation concluded that the most likely cause for the false negative s. Aureus result on the biofire bcid2 panel was a pouch anomaly.